Event description:
According to the customer: "report of noradrenaline infusion pump had an empty bag, but it was not alarmed. The solution was changed and the same bic was maintained. During a later the same incident occurred. Bic collected" no patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Use history the usage history extracted from the equipment and saved in a file in excel format. Analysis of use history the equipment's system date and time were not updated during the last use, so it is not possible to check the history considering the year 2024. The last programming was recorded on 10/16/2019 (remembering that the equipment system date was not updated), with a volume programming of 464.1ml and flow of 7ml/h. The farmacos library was not used. The last infusion possible to be verified occurred according to the schedule performed. Conclusion the complaint was not confirmed because the user did not make the equipment available for the investigation. The equipment inspection record has been re-examined and we confirm that it met all parameters specified at the time of release, as expected. If the user makes the equipment available in the future, we will reopen the investigation to record and analyze the usage history and we will complete the investigation.